Manufacturer narrative:
Death date: (B)(6) 2015 and (B)(6) 2017. Describe event or problem: updated. (B)(4)

Event description:
It was further reported that there is a discrepancy in the death date. One source is reporting death date in (B)(6) 2015 and an outside auditor is reporting (B)(6) 2017.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4)

Event description:
(B)(6) study. It was reported that death occurred. In (B)(6) 2013, clinical status assessment identified the subject's qualifying condition as stable angina (ccs classification 2) and the subject was referred for elective cardiac catheterization. Target lesion #1 was located in the mid left anterior descending artery (lad) with 99% stenosis and was 12mm long with a reference vessel diameter of 3.00mm. Target lesion #1 was treated with pre-dilatation and placement of a 3.00 x 20mm promus element¿ plus stent. Following post-dilatation, residual stenosis was 0%. The subject was discharged on dual antiplatelet therapy. In (B)(6) 2015, the subject died of unknown cause.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that adjudication indicates stent thrombosis.